Event description:
It is reported that a customer was pushed in the pool with their insulin device attached to them. The customer has a blood glucose level of 189 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: intermittent button response due to moisture damage keypad trace.scratched lcd window, cracked display window corners, broken belt clipslot,cracked reservoir tube lip. No moisture damage electronic assembly.